Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is on a cruise and is not able to rewind. Her blood glucose is 186 mg/dl. She stated that she did not receive any active alarms and did not have any boluses that were delivered. The customer did state that there were no circles on the display showing that the pump was not delivering. She said that she was treating with a manual injection. The insulin pump is not being returned for analysis.